Event description:
Complainant alleged that during a routine shift check by a clinician the device powered up with out display. Complaint indicated that there was no pt involvement in the reported malfunction.